Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient fell and broke the leads. The leads displayed high impedances with multiple broken contacts, however, the contacts remained attached to the lead. The physician confirmed there were no exposed wires on the broken lead. The experienced inadequate therapy, therefore, the patient underwent a lead explant procedure.